Manufacturer narrative:
The lot was manufactured between october 23, 2020 to october 28, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters was difficult to use and would result in leaking from the mini intravenous (IV) container bag. These issues were further described as difficulty assembling the adapter with the container as, ¿they were difficult to turn to match up the lines, difficult to push the puncture part up, and it caused a lot of leaking¿. These issues were identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.